Event description:
Information received by medtronic indicated that the baseline flow icon was observed during the case before the first ablation. The issue was resolved by tapping on the cv4 valve and the cryoablation procedure was completed. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed through testing and through data analysis. For the console n-6380, the replacement of cv4 resolved the issue. The check valve was returned for analysis and failed the inspection due to presence of lubricant.